Manufacturer narrative:
Additional information was received for h6 and h10. H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the y-port. This occurred during patient use. The patient was connected to intravenous fluid at a kvo (keep vein open) rate. The nurse found the IV tubing pulled apart at the y-port and intravenous fluid poured onto the floor. The patient was reconnected to new tubing and fluids. There was no report of patient injury or medical intervention associated with this event. No additional information is available.